Manufacturer narrative:
Results: bd received (B)(4) samples and 2 photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed a device with a broken hub. The customer samples were visually inspected under magnification, and no evidence of damaged or broken hubs was observed. Ten of the customer samples were draw tested with water and no defects were identified. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the no-patient needle of 21 g x 1.25 in bd eclipse¿ blood collection needle broke off when the phlebotomist attempted to push the tube onto the holder. No medical intervention or injury occurred.